Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, reservoir tube cracked, and reservoir tube window cracked.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their up arrow button was stuck and unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.